Manufacturer narrative:
Follow-up # 1 date of submission 12/12/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/02/2013 with the following findings:the bolus button cover was returned undamaged and the button responded appropriately during testing. The cover was opened and evidence of moisture corrosion was found on tbe bolus button contact and internal components. The pump passed a leak test. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported to animas that there was a crack in the audio bolus button. The patient reported the pump went into water then alarmed and would not clear after 4 attempts. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.